Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to double counting of the patient's ventricular tachycardia (vt). It was also noted that the impedance measurements for the shock was 125 ohms, which was an increase from 51 ohms at implant. After a software upgrade, the impedance increased to 195 ohms. Technical services (ts) suggested that there was possible calcification and recommended a chest x-ray. This s-ICD device was reprogrammed to the alternate vector and will be further monitored. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this patient underwent electrode revision procedure. The electrode was extracted then reimplanted while this device was explanted and replaced with a new s-ICD. This was due to elevated system impedance measurements with value of 220 ohms. No additional adverse patient effects were reported. This product was received by boston scientific for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to double counting of the patient's ventricular tachycardia (vt). It was also noted that the impedance measurements for the shock was 125 ohms, which was an increase from 51 ohms at implant. After a software upgrade, the impedance increased to 195 ohms. Technical services (ts) suggested that there was possible calcification and recommended a chest x-ray. This s-ICD device was reprogrammed to the alternate vector and will be further monitored. No adverse patient effects were reported. Currently, this s-ICD remains in service. According to additional information, this patient underwent electrode revision procedure. The electrode was extracted then reimplanted while this device was explanted and replaced with a new s-ICD. This was due to elevated system impedance measurements with value of 220 ohms. No additional adverse patient effects were reported. This product was received by boston scientific for further analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to double counting of the patient's ventricular tachycardia (vt). It was also noted that the impedance measurements for the shock was 125 ohms, which was an increase from 51 ohms at implant. After a software upgrade, the impedance increased to 195 ohms. Technical services (ts) suggested that there was possible calcification and recommended a chest x-ray. This s-ICD device was reprogrammed to the alternate vector and will be further monitored. No adverse patient effects were reported. Currently, this s-ICD remains in service.